Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the tip detachment was not determined. The tip detachment occurred during navigation through the guide catheter. There will not be any future plans to retrieve the catheter tip. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no additional catheter separation/break occurred in addition to the premature tip detachment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an arteriovenous malformation using an apollo microcatheter, the catheter tip was d ifficult to deliver, leading to the termination of the operation. Postoperative CT imaging showed a high-density shadow in the left middle cerebral artery branch, indicating that the tip of the apollo microcatheter had detached prematurely before reaching the lesion. The catheter tip prematurely detached, with 3cm of the catheter remaining in the patient's middle cerebral artery. There was no friction or difficulty during injection. There was no force applied during delivery or removal. There was no vasospasm. The catheter did not get stuck inside the guide catheter. The access vessel was the femoral artery with a diameter of 6.2 millimeters, and the vessel tortuosity was minimal. The catheter was prepared and flushed as indicated in the instructions for use. No surgical or medicinal intervention was required, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Product analysis: ¿ as found condition: the apollo catheter was returned within a shipping box, a plastic bio-pouch, and an open apollo inner pouch. ¿ damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. ¿ testing/analysis: the ldpe overlap was measured to be 0.96mm, which is within not specification (1.0-2.5mm). ¿ conclusion: based on the device analysis and the information provided, the customer's report of ¿tip premature detachment¿ was confirmed. Tip detachment can occur due to patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, or ldpe overlap not within specification. It is likely that the ldpe overlap length being too short contributed to the tip detachment. The product analysis suggests a potential manufacturing issue; therefore, a DHR is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an arteriovenous malformation using an apollo microcatheter, the catheter tip was difficult to deliver, leading to the termination of the operation. Postoperative CT imaging showed a high-density shadow in the left middle cerebral artery branch, indicating that the tip of the apollo microcatheter had detached prematurely before reaching the lesion. Additionally, a catheter separation occurred during use, with 3cm of the catheter remaining in the patient's middle cerebral artery. There was no friction or difficulty during injection. There was no force applied during delivery or removal. There was no vasospasm. The catheter did not get stuck inside the guide catheter. The access vessel was the femoral artery with a diameter of 6.2 millimeters, and the vessel tortuosity was minimal. The catheter was prepared and flushed as indicated in the instructions for use. No surgical or medicinal intervention was required, and the patient outcome was reported as alive with no injury.